Manufacturer narrative:
Section a2:, a4: and a5: unknown. Information was requested, but not provided. Section d6a: if implanted; give date: n/a (not applicable). The intraocular lens was inserted and removed, during the same procedure. Section d6b: if explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed, during the same procedure. Section h3: other (81): the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported, that an intraocular lens (iol) was implanted. And removed, during the same procedure, due to a need for a vitrectomy. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: mar 21, 2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was visually inspected under magnification revealing that the lens was cut in half and coated in viscoelastic residue. The lens was cleaned and inspected, and no issues that could cause or contribute to the complaint issue was observed. The complaint issue "unplanned vitrectomy", "unspecified injury", and "removal" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.